Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter continued to display ¿apply sample¿ instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began at 7:45pm on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage (normal dosage is novorapid: (B)(4) units in the morning and afternoon and (B)(4) units at night and in addition also (B)(4) units of toujeo daily) and stated that they had not made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the csr that one and a half hours after the alleged product issue occurred they developed symptoms of ¿tired, dizzy and could not see anymore¿. In response to these symptoms the patient self-treated by consuming orange juice at 9:30pm the same evening. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the csr walked the patient through a retest and noted that the patient successfully obtained a reading with the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.